Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 400 mg/dl; cause was unknown. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.